Event description:
The distributor reported a unit compressor that is making a very loud noise, and is not delivering any flow. The unit was being used as a loaner to a hospital when the problem occurred. No information was provided as to whether the unit was on a patient when the problem occurred.

Manufacturer narrative:
A replacement compressor assembly was shipped to the distributor. A returned goods authorization (rga) number was also issued for the return of the alleged faulty compressor assembly for evaluation. As of (B)(6) 2015 the alleged faulty main printed circuit board has not been received.